Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon monorail was selected for use. During the procedure, after the balloon entered the body, it was found that the balloon burst by pressure expansion upon initial inflation at 6 atm for 3 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no issues identified with the hypotube shaft. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified pinhole in the balloon material. A pinhole was located in the balloon material 1mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. A pinhole was observed in the balloon material, located 1 mm distal to the proximal markerband, during inflation to the rated burst pressure of 12 atmospheres. The encore device was verified both before and after use using the druck gauge.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon monorail was selected for use. During the procedure, after the balloon entered the body, it was found that the balloon burst by pressure expansion upon initial inflation at 6 atm for 3 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon monorail was selected for use. During the procedure, after the balloon entered the body, it was found that the balloon burst by pressure expansion upon initial inflation at 6 atm for 3 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.